Event description:
It was reported that the ash split catheter began leaking blood at the exit site during dialysis. Add'l info received 4/17/00 stated that when the machine was stopped the bleeding ceased. The catheter was exchanged in 2000. It was inserted in 1998.